Event description:
It was reported that the patient received inappropriate shocks from the implantable cardiac defibrillator (ICD) and went back to the hospital for follow-up. The patient received a new defibrillation lead. During explant of the ICD, the pace/sense pin of the defibrillation lead was sliding out of the ICD's connector without unscrewing the screw first. It was also not possible to fix/connect the pin of the new defibrillation lead to the ICD's pace/sense connector. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the patient received inappropriate shocks from the implantable cardiac defibrillator (ICD) and went back to the hospital for follow-up. Apparent fracture of the defibrillation lead was discovered. The patient received a new defibrillation lead. During explant of the ICD, the pace/sense pin of the defibrillation lead was sliding out of the ICD's connector without unscrewing the screw first. It was also not possible to fix/connect the pin of the new defibrillation lead to the ICD's pace/sense connector. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the device was returned and analyzed. Primary results revealed no anomalies found. Foreign material was found in the set screw and the set screw was missing a part.